Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct to update the h3 section and to provide the completed investigation results. In the initial report it was reported that the brand name was a 6f angio-seal evolution vascular closure device, ous. The correct brand name is 8f angio-seal evolution vascular closure device, ous. Ous. One 8 fr angio-seal evolution device was received for evaluation. The hemostasis sheath was mated with the arteriotomy locator and the guide wire was returned for analysis. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was properly mated with the arteriotomy locator. No other anomalies were noted. Functional testing was conducted. The arteriotomy locator was removed from the hemostasis sheath. No anomalies were noted with the locator. Then, the arteriotomy locator was reinserted into the hemostasis sheath and a clear tactile snap was audible. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution dilator would not click into the sheath. The case was a stroke. A 8fr sheath was used. There was no vessel trauma. A pre-deployment angiogram was performed. The procedure was successful with the second device. The patient was in stable condition.